Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml dilaudid with an unknown dose. The reason for use was not reported. It was reported that the catheter was not working. The date of the event was noted to be unknown. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient¿s old catheter was not working so the doctor implanted a new catheter when he replaced theold pump. The old catheter was left in place and tied off. The issue was resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4). Implanted: (B)(6) 2012. Explanted: (B)(6) 2019. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and radiculopathy. On (B)(6) 2019 it was reported that a month ago the patient¿s catheter got cut during a back surgery and was not revised. The pump eri (elective replacement indicator) has occurred and the patient and healthcare provider has requested the pump be programmed to off state until the pump can get replaced and the catheter revised at a later date. The pump was programmed to off state. No patient symptoms and no further complications were reported or anticipated.